Event description:
The customer obtained results 299mg/dl and 108mg/dl on accu-chek advantage system. The customer reports an additional comparison with results 147mg/dl and 299mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.